Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (bg) was in the 500 mg/dl range with high ketones. Bg level was corrected with a manual injection. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. A system check was performed by tandem technical support and indicated that pump was functioning as intended. The customer continued to use the pump for insulin therapy.